Manufacturer narrative:
First communication error => excessive error on the robot (maybe due to a collision). 6 other communication errors => issue with the redundancy system of the vigilance device.

Event description:
During surgery, multiple software communication errors occurred. After each software communication error the device did shutdown, and had to be restarted by the surgeon to pursue surgery.